Event description:
Vent was located in respiratory therapy department. The ventilator produced an alarm and the respiratory staff removed the ventilator from service. Respiratory technician removed ventilator from patient and red tagged equipment. Upon inspecting the ventilator, biomedical tech found connector board diode blackened and smelling of smoke. Connector board was replaced by the biomed department. Old defective board kept in biomed department awaiting further notification by risk management. No adverse outcome to patient.